Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states left side frame is broke where the rear arm socket is attached.